Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the patient underwent a full system explant instead of pocket revision. It was noted that the ipg was protruding in the pocket. Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility . It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had discomfort and bruising at the pocket site. The patient will undergo a revision procedure wherein the ipg will be repositioned as it is herniated with compression to the skin.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had discomfort and bruising at the pocket site. The patient will undergo a revision procedure wherein the ipg will be repositioned as it is herniated with compression to the skin.

Event description:
A report was received that the patient had discomfort and bruising at the pocket site. The patient will undergo a revision procedure wherein the ipg will be repositioned as it is herniated with compression to the skin.